Manufacturer narrative:
The unit was evaluated and correction included replacement of board resistors, keypad, pump and overlay. Unit was reprogrammed and system software upgraded.

Event description:
Customer reported intermittent spo2 readings from the passport 2 monitor. No pt injury was reported.